Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreens touch position was misaligned. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device and observed the touchscreen issue. The asp attempted a touchscreen calibration, but the issue persisted. The asp replaced the touchscreen to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1: (B)(6).

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen passed all flex cable resistance verification testing. Additionally, the pil technician verified that the touchscreen also passed all resistance ratio testing. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.